Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's doctor called to report recurring problems with low blood glucose levels. The customer had been treated four times at home by the paramedics, and hospitalized twice. The first hospitalization was on (B)(6), 2010, with a blood glucose reading of 25 mg/dl. The customer experienced seizures during her sleep, and was unresponsive. The second hospitalization was on (B)(6), 2010, with a blood glucose reading of 101 mg/dl. Prior to the event, the customer felt that her blood glucose levels were dropping, and she ripped the insulin pump off her body. The customer fell and hurt her eye, and was treated for her injuries. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time. Assisted the doctor with adjusting the basal rates. Nothing further was reported.